Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The pdrn attributed causality to the patients¿ noncompliance with utilizing proper ppe (mask/gloves) or improperly disinfecting his hands when initiating and discontinuing therapy. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectation(s) or manufacturer specifications. Therefore, the fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection recently. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date unavailable) with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus (timeline unavailable), and the patient¿s antibiotics were reportedly continued. The pdrn reported the patient did transition to hemodialysis (hd) a few months later because pd therapy was not conducive with his schedule. The patient was a full-time teacher and basketball coach and was constantly rushing through treatments, in addition to being noncompliant with wearing gloves, masks and/or handwashing. The pdrn attributed the peritonitis to an unspecified touch contamination event due to the patient¿s repeated noncompliance. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains on hd and has recovered from the events.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Since the complaint sample is not available for evaluation and a DHR review was unable to be performed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed.

Event description:
On 8/oct/2022, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection recently. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date unavailable) with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus (timeline unavailable), and the patient¿s antibiotics were reportedly continued. The pdrn reported the patient did transition to hemodialysis (hd) a few months later because pd therapy was not conducive with his schedule. The patient was a full-time teacher and basketball coach and was constantly rushing through treatments, in addition to being noncompliant with wearing gloves, masks and/or handwashing. The pdrn attributed the peritonitis to an unspecified touch contamination event due to the patient¿s repeated noncompliance. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains on hd and has recovered from the events.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Since the complaint sample is not available for evaluation and a DHR review was unable to be performed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On 8/oct/2022, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) experienced a serious infection recently. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date unavailable) with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus (timeline unavailable), and the patient¿s antibiotics were reportedly continued. The pdrn reported the patient did transition to hemodialysis (hd) a few months later because pd therapy was not conducive with his schedule. The patient was a full-time teacher and basketball coach and was constantly rushing through treatments, in addition to being noncompliant with wearing gloves, masks and/or handwashing. The pdrn attributed the peritonitis to an unspecified touch contamination event due to the patient¿s repeated noncompliance. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains on hd and has recovered from the events.